Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The foreign material appeared to be polymethyl pentene (resin). The event can be prevented by following the instructions for use (IFU): chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope nozzle had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found in addition to the findings in b5 that due to the clogging of the nozzle the air and water were not fed. Should additional relevant information become available, a supplemental report will be submitted.